Event description:
The account alleged that the side rail pins have come out of the side rail causing the side rail to flip over. No injury reported.

Manufacturer narrative:
The account replaced e ring and the side rail pin resolve the issue.